Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. There was a diluent leak of approximately 5 ml from the instrument. The leak was not contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined the source of the leak was disconnected tubing at the sweepflow tank. The tubing was replaced, resolving the leak. (B)(4).